Manufacturer narrative:
Section a2, a3, a4, and a5: patient identifiers were not collected or recorded; therefore, they are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d4 - model #, catalog #, expiration date, serial #: unknown/not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section e1 : telephone number: unknown, as information was requested but not provided. Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was complaining of halos and glare post tecnis synergy intraocular lens (iol) implantation. The patient was advise to wait 3 months for brain adaptation, but the patient insisted on replacing the iol. The explant occurred on (B)(6) 2025. No further information was reported.